Event description:
Case reference number (B)(4) is a spontaneous report sent on 06-may-2025 by a 50-year-old female physician reporting her own case. Additional information was received by the patient herself via a company sales representative on 07-may-2025 and 15-may-2025, and by the treating physician on (B)(6) 2025. The medical history of the patient included allergy to bee sting. Her concomitant medications included indapamid [indapamide] once a day, cimifemin [actaea racemosa rhizome], mirachol (biogena) and a magnesium-vitamin product. The patient had previously received treatment with restylane vital light, which was tolerated without any problems. On (B)(6) 2025, the patient received treatment with 1 ml of restylane kysse (lot 22819, expiry date 31-aug-2026) to the upper and lower lips using a submucosal linear retrograde injection technique with a 30-gauge needle, along with punctual bolus injections at the corners of the mouth for lip augmentation. The restylane kysse was injected to the corners of the mouth (off label use of device). Concurrent aesthetic treatments included sculptra injected into the cheeks (lot 4j4692, expiry date 30-sep-2027) and restylane skinboosters vital lidocaine (lot 23075, expiry date 31-oct-2026) to an unknown location. The treating physician confirmed that no toxin was used during the session. Approximately one hour post-treatment, the patient experienced severe swelling (implant site swelling) localized to the upper lip injection site, accompanied by a distinct bluish to purple discolouration (implant site discolouration) on the left lateral upper lip and blanching (implant site pallor) at the vermillion border. The blue discolouration gradually increased with ecchymosis (implant site haemorrhage) below the injection on the lower eyelid, and it was worst in the evening at home with massive swelling. Additionally, the patient reported a slight burning pain (implant site pain) at the corners of her mouth. The patient (reporting physician) suspected either an occlusion (vascular occlusion) or a haematoma (implant site haematoma) in the upper lip. On (B)(6) 2025, between 10.00 am to 13.00 pm, the patient underwent three treatments with hylase dessau [hyaluronidase] (150/300u) and hylase wockhardt (1500u) administered to the lips and perioral region, particularly to the lower left lip, where blanching had occurred a few hours post-injection, as well as the right upper lip. The patient reported pain around the mouth, and filler was noted to be palpable beyond the lip boarders. Based on these findings, a decision was made to dissolve all filler. Additionally, the patient was treated with 500mg oral aspirin [acetylsalicylic acid], and topical applications of rectogesic [zinc oxide] and advantan [methylprednisolone aceponate] were applied. Local heat (warm) was also applied. After the corrective treatment, the patient reported that the filler was no longer palpable. However, prolonged capillary reperfusion time (poor peripheral circulation) persisted, necessitating continued follow-up. On (B)(6) 2025, the treating physician reported there was overall great improvement, with resolution of all the ecchymoses and swelling. However, hyposensibility (implant site hypoaesthesia) remained at the upper right lateral lip, accompanied by tissue thinning (implant site atrophy). Outcome at the time of the report: occlusion was not recovered/not resolved/ongoing. Blanching was unknown. Prolonged capillary reperfusion time was not recovered/not resolved/ongoing. Swelling was recovered/resolved. Bluish to purple discolouration was recovered/resolved. Haematoma was recovered/resolved. Ecchymosis was recovered/resolved. Burning pain was not recovered/not resolved/ongoing. Hyposensibility was not recovered/not resolved/ongoing. Tissue thinning was not recovered/not resolved/ongoing. Restylane kysse was injected to the corners of the mouth was recovered/resolved.